Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a power source alert occurred while charging pump and battery gauge fluctuated for a short period of time. After charging pump for a period of time, power source alert cleared and pump was successfully charged. Customer's blood glucose was 140 mg/dl. Customer continued to use pump for insulin therapy.